Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event, that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient paged vad coordinator to report black, tarry stool. The patient had darkish stools for weeks and was feeling weaker and tired. Lab tests showed drop in hemoglobin count. The patient received 1 unit packed red blood cells (prbc) and pantoprazole 40 orally (po) twice per day prior to admission at site hospital for gastro-intestinal (gi bleed). Esophagogastroduodenoscopy on (B)(6) 2020 revealed one angiodysplastic lesion which was clipped. 2 units of prbcs were administered on (B)(6) 2020. Warfarin and aspirin were held during admission, but restarted on (B)(6) 2020 when subject was discharged.